Event description:
It was reported that the ilet did not charge when placed on the charger for multiple hours, and the device continued to prompt for charging despite the charger showing a solid green indicator, consistent with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a battery-related issue and premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.